Event description:
It was reported that during a procedure, there was excessive air leakage due to the seal assembly. They continued to use the trocar. Per the surgeon, the leakage was a nuisance but they like the trocar. The procedure was completed without impact to the patient. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Unk. If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? (B)(4). What was the gas consumption rate or volume (liter/minute)? (B)(4). Were you able to identify where the leak was coming from? From seal. Was a device inserted in the trocar during the leaking? If so, what device? Various. Was any torque being applied to the trocar or device? No.